Event description:
A model 754 ventilator failed to operate during a routine inspection by the customer. An inspection revealed that a ruptured capacitor on the motor drive printed circuit board was the cause of the equipment failure. No patient was involved.